Event description:
It was reported in a newspaper article that a patient said after ceramic hip implant in 2006, he experienced constant squeaking and grinding sounds and a great deal of pain. He had a follow-up surgery this past november but, still experienced a limp, pain and mental anguish.

Manufacturer narrative:
This info was gleaned from an article and no additional info is available. It is not known whether this event was previously reported to stryker.